Event description:
Report received from the USA stating that when the surgeon attempted to start the motor device, an error 2 code was observed on the console. The alleged defect was observed during a anterior cervical discectomy and fusion surgery. No delay in surgery was observed, as an identical spare motor device was available. No injuries or medical intervention was reported. There was no additional info provided.

Manufacturer narrative:
The attachment device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed.